Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, it was determined that all new patients were stuck in pre-admit status. The technical support specialist remoted into the server and found that no devices were syncing. Tss followed knowledge article "dod data sync stopped on multiple devices" and run update statistics and restarted the data sync service. Tss verified restoring of communication and customer verified issue got resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all new patients were stuck, and orders did not cross over. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.